Event description:
On (B)(6) 2025, the user¿s husband called regarding elevated blood glucose (bg) levels and asked whether to change supplies before bed, as the pump was using more insulin than usual and had 27 units remaining. The agent advised that changing supplies before sleeping would help avoid interruptions overnight. The user, who has a viral infection and is on antibiotics, attributed the elevated bg to the illness. The highest blood glucose (bg) recorded was 351 mg/dl. Bg was corrected after the supply change. The user reported feeling fine, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.